Event description:
The patient stated that he changed his power pack this weekend (11/11/06) and on 11/16/06 he received and e7 (system error) on his infusion device. He stated that after removing and reinserting the power pack the infusion device displayed "all sorts of icons" and was frozen. The icons that were described were "77" and "2.01." The patient was aware of the power pack recall and has been changing his power pack every 2 weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation. The patient will go on injection therapy until his replacement infusion device arrives.